Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a transmitter that did not last the full three months of life. No additional event or patient information is available. Data log was reviewed for evaluation on 03/23/2017. Complaint for a transmitter that did not last three months of life could not be confirmed. The root cause could not be determined, post investigation.